Event description:
It was reported that the magic3 go male coude catheter had sharp burr like a small thorn on the tip that caused damage to patient's urethra and bleeding. Per customer via phone on (B)(6) 2021, it was stated that the customer experienced pain and bleeding during use of the catheter. No medical intervention required, the bleeding stopped on its own overnight. It was also stated that the customer reportedly had to slide the gripper up and down the catheter to make sure there were no burrs prior to use. Customer also experienced with three catheters as one had burr half inch up from the tip on (B)(6) 2021, had small burr 5.5 inches up from the tip on (B)(6) 2021 and burr 3 inches up from the tip on (B)(6) 2021. Per follow via email on 20may2021, it was reported that the patient found another magic3 go male coude catheter that had a burr, and the catheter was not used on the patient. No patient impact was reported. Per additional information received on 26may2021, customer stated that the issue happened on (B)(6) 2021 was worse with a ¿barb¿ near the drain tip end. And all other had smaller ¿burrs¿ that were found when the sleeve was slid down the silicone. Also stated that customer got the lubricant to cover the entire length of the catheter. Per additional information received via email on 19sep2024, it was reported that over two years ago they returned five catheters to bard for qc analysis. After several months of emails and phone calls they received a letter for each bard case number. Their response after six months was possible internal or external damage. These catheters returned had burrs on the tip which cut them on insertion. They would say there was possibly enough evidence by then that bard was forced into shutting down the production of the magic 3 go. Both the burrs on the catheters they received as well as the leaking packaging that bard found through their own checking. So, their big question was could they purchase the magic 3 go coude at this time. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the complaint was not required. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the magic3 go male coude catheter had sharp burr like a small thorn on the tip that caused damage to patient's urethra and bleeding. Per customer via phone on (B)(6) 2021, it was stated that the customer experienced pain and bleeding during use of the catheter. No medical intervention required; the bleeding stopped on its own overnight. It was also stated that the customer reportedly had to slide the gripper up and down the catheter to make sure there were no burrs prior to use. Customer also experienced with three catheters as one had burr half inch up from the tip on (B)(6) 2021, had small burr 5.5 inches up from the tip on (B)(6) 2021 and burr 3 inches up from the tip on (B)(6) 2021. Per follow via email on (B)(6) 21, it was reported that the patient found another magic3 go male coude catheter that had a burr, and the catheter was not used on the patient. No patient impact was reported. Per additional information received on 26may2021, customer stated that the issue happened on 10may2021 was worse with a ¿barb¿ near the drain tip end. And all other had smaller ¿burrs¿ that were found when the sleeve was slid down the silicone. Also stated that customer got the lubricant to cover the entire length of the catheter. Per additional information received via email on 19sep2024, it was reported that over two years ago they returned five catheters to bard for qc analysis. After several months of emails and phone calls they received a letter for each bard case number. Their response after six months was possible internal or external damage. These catheters returned had burrs on the tip which cut them on insertion. They would say there was possibly enough evidence by then that bard was forced into shutting down the production of the magic 3 go. Both the burrs on the catheters they received as well as the leaking packaging that bard found through their own checking. So their big question was could they purchase the magic 3 go coude at this time. No medical intervention was reported.